Manufacturer narrative:
Hoya device will not be returned for evaluation. (B)(4).

Event description:
It was reported that the surgeon attempted to implant the lens but capsule was broken. The incision was enlarged and the lens was removed. A sulcus lens was placed.